Manufacturer narrative:
(B)(4). Medical devices: 110003619, g7 acetabular liner ceramic 32mm f, 3409715, 0601192011, bro ts range of motion, 868030, 010000664, g7 pps ltd acet shell 54f, 3813901, 103534, bm acet lp dome scw ti s/tap dia6.5x35mm, 3309998, 103533, ti low profile screw 6.5x30mm, 3303065, 103531, ti low profile screw 6.5x20mm, 3408200, 103531, ti low profile screw 6.5x20mm, 3408199. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that three months post total hip arthroplasty procedure the patient experienced pain and discomfort and found it difficult to walk, wash, and perform usual activities. It was also reported that there were some limitations in ordinary activity or work and sometimes required pain medicine stronger than aspirin. It was reported that the patient had to limp and pain interfered with work and scaled a 5 on 10 for the pain. Additionally, it was reported that the patient experienced moderate pain, moderate limping requiring no support, problems with daily activities and walking about, severe pain most days, and pain that greatly interfered with daily activities during one year post op visit. Satisfaction rating of 2 one year post op. No further information provided and patient outcome is unknown.